Manufacturer narrative:
The initial medwatch reported mfg report # 3013756811-2021-14223 was submitted as a duplicate report. The original report was submitted under mfg report # 3013756811-2021-10769.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose was 251-252 mg/dl. The customer reverted to an alternate method of insulin therapy.